Event description:
During trouble shooting, the customer observed missing segments and icons on the coagucheck s system. No adverse event reported. Requested return of suspect device and replacement was sent.